Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient quit using and charging their ipg for a time and the ipg became inoperable. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with user error.

Event description:
Additional information indicates the patient had their ipg explanted and replaced to address the issue. Therapy was restored.